Event description:
Patient presented to the physician with redness at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with infection at the chest incision. Physician brought the patient into the or, performed washout of the area, inserted drainage, and closed. Physician admitted the patient and placed them on IV antibiotics.